Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found evidence of fluid intrusion within the hose entry of the table's column shroud. To resolve the issue, the technician made the necessary repairs. The unit was tested, confirmed to be operating according to specification, and returned to service. The table subject of the reported event was installed in 2007 and is not under a steris service contract for maintenance; the user facility is responsible for all maintenance activities. The 3085 surgical table operator manual states, "do not spray cleaning fluid into electric receptacles and avoid spraying directly on override switches or into clearance space above column. Spray or dripage may settle onto electric circuits inside table causing corrosion and loss of function." The 3085 surgical table operator manual also states, "preventive maintenance schedule maintenance procedures described in sections 6 and 8 should be performed regularly at the intervals indicated, using the maintenance schedules in table 6-1 as a guide. Increased usage of the table may result in more frequent maintenance than indicated. 2.3 check table base, all hoses, fittings, and components of hydraulic system for evidence of oil leaks 6x per year." While onsite the technician counseled user facility personnel on the importance of proper preventive maintenance activities of the 3085 surgical table. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure smoke emitted from their 3085 surgical table. The procedure was completed successfully. No report of injury or procedure delay.